Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 70 to 86 mg/dl. The blood glucose testing is performed four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6).